Manufacturer narrative:
Submit date: 2017-07-28. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the initial reporter they discovered a hole in the tube at the top of the blue vent port through the sump tube opening which caused the sump to leak at the blue vent junction. The issue was discovered after placement and during use on a patient. They're moved it and put another one in which was also leaking. They found four others from the same lot number that all appeared to have a hole on the blue valve at the junction point to the clear sump tubing. No patient injury reported.

Manufacturer narrative:
The sample was not received at the manufacturing site for evaluation. The inspection was performed based on pictures that were provided. The reported condition could not be confirmed by the pictures. The device history record file was reviewed indicating that product was released meeting all quality standard requirements. A review of the current process has been executed detecting all functions working properly. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.